Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unknown bd syringe customer experienced needle stick. Update from customer. Rcvd a call from bd rbm stating that the nsi should have not been reported as these injuries were accidental and there was no reports of product malfunction. He also stated that there is no information on the dates of event or product information indicating that a bd product was used when the nsi occurred. No additional information will be provided.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unknown bd syringe customer experienced needle stick. Update from customer. Rcvd a call from bd rbm stating that the nsi should have not been reported as these injuries were accidental and there was no reports of product malfunction. He also stated that there is no information on the dates of event or product information indicating that a bd product was used when the nsi occurred. No additional information will be provided.